Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged perforation is related to activ.a.c.¿ therapy system. The nurse stated use error caused the event since v.a.c. Whitefoam¿ dressing was not used per physician's orders. Device labeling, available in print and online, states: warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Device not returned.

Event description:
On mar 24 2017, the following information was reported to kci by nurse: the patient alleged she believed activ.a.c.¿ therapy system may have caused perforated intestine. The patient thinks v.a.c.® therapy may have been put on too soon instead of allowing time to heal. The patient alleged overhearing doctors discussing noticing bowel was hanging out on (B)(6) 2017. On (B)(6) 2017, the following information was reported to kci by nurse: the patient was admitted to the hospital on (B)(6) 2017 and was discharged (B)(6) 2017. No additional information was available. On (B)(6) 2017, the following information was reported to kci by the physician's nurse: the physician observed the patient's wound on (B)(6) 2017 and noted only granufoam¿ dressing was used when v.a.c. Whitefoam¿ dressing with granufoam¿ dressing was the physician's orders. The patient was admitted and underwent a washout with closure. V.a.c.® therapy was not applied. The nurse stated use error caused the event since v.a.c. Whitefoam¿ dressing was not used per physician's orders. No additional information is available. On jan 16 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On apr 11 2017, kci quality engineering, determined multiple unsuccessful attempts were made to retrieve the activ.a.c.¿ therapy system. To date, this device is unavailable for evaluation in kci quality engineering.